Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed excessive no delivery and that the customer experienced blood glucose of 500mg/dl. It was reported that the customer treated the high blood glucose reading with insulin injections. It was reported that the insulin pump alarmed no delivery after multiple set changes, rewind and manual prime. The insulin pump will not be returned for analysis.